Event description:
Alleged event: the clips are not loading normally. No clips fell into the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for product auto endo5 ml, lot normal 01k1300284 investigation did not show issues related to complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.